Event description:
Medtronic literature review found report of acute hemolysis in association with onyx embolization using and echelon catheter, and co ncerto coil. The patient recovered well post blood transfusion. The purpose of this article was to discuss a unique post operative complication of acute hemolysis following an endovascular abdominal aneurysm repair with onyx embolization. The patient was a 75-year-old male. The article does not state any technical issues during use of the onyx, echelon catheter, or concerto coil. The following post-procedural outcomes were noted: acute hemolysis requiring a total of 4 units of packed red blood cells.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.